Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 175, 126 and 111 mg/dl. The customer stated his expected am fasting blood glucose test result is 97 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2026 and per the customer the open vial date is (B)(6) 2026. The meter memory was reviewed for previous test result history: result 1: 87 mg/dl date:(B)(6) time: 8:40am fasting result 2: 175 mg/dl date: (B)(6) time: 8:30am fasting result 3: 98 mg/dl date: (B)(6) time: 10:29am fasting result 4: 126 mg/dl date: (B)(6) time: 9:13am fasting result 5: 189 mg/dl date :(B)(6) time: 9:41pm fasting result 6: 111 mg/dl date: (b)6) time: 7:04am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.